Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that occurred with a r 10ml surescrub posiflush saline. The following information was provided by the initial reporter, "it was reported that wen pulling back on rod after flushing, the rod completely comes out with a big pop noise. Per customer email: I just go out of a meeting at the account. They use anywhere from ~600-700 of (306559)/day. After interacting with a handful of the nurses, it became clear that this is happening way more often than we knew about- the nurses haven't been reporting it. It has been happening several times a day per nurse on these units: bmt, radiology, crc/treatment (where I talked to a few nurses on each unit). One of the nurses even showed me on of their patients what was happening. She is able to flush all the way and then when pulling back on the rod to check for blood return the rod completely comes out with a big ¿pop¿ noise (both scary for the nurse and patients). She mentioned that she originally thought it was maybe unlucky or varying technique that was the problem, but this happens several times a day and when asking the group of nurses at the nurses station they all go ¿oh yeah, this happens all the time.¿ a have a handful of these samples. 3 with the same lot number 8362820 and 1 under lot 8311510. The account is worried that because this is ¿not enough of an issue¿ or has not been brought to our attention enough that there has not been or will not be a solution soon enough." 1 of 2 complaints.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that occurred with a r 10ml surescrub posiflush saline. The following information was provided by the initial reporter, "it was reported that wen pulling back on rod after flushing, the rod completely comes out with a big pop noise. Per customer email: I just go out of a meeting at the account. They use anywhere from ~600-700 of (306559)/day. After interacting with a handful of the nurses, it became clear that this is happening way more often than we knew about- the nurses haven't been reporting it. It has been happening several times a day per nurse on these units: bmt, radiology, crc/treatment (where I talked to a few nurses on each unit). One of the nurses even showed me on one of their patients what was happening. She is able to flush all the way and then when pulling back on the rod to check for blood return the rod completely comes out with a big ¿pop¿ noise (both scary for the nurse and patients). She mentioned that she originally thought it was maybe unlucky or varying technique that was the problem, but this happens several times a day and when asking the group of nurses at the nurses station they all go ¿oh yeah, this happens all the time.¿ a have a handful of these samples. 3 with the same lot number 8362820 and 1 under lot 8311510. The account is worried that because this is ¿not enough of an issue¿ or has not been brought to our attention enough that there has not been or will not be a solution soon enough." 1 of 2 complaints.